Manufacturer narrative:
Device evaluation summary: the closurefast catheter was returned for analysis within its shelf carton. No ancillary device, cine images or procedure notes were returned for evaluation. The catheter was examined: visual inspection of the catheter shaft revealed no deformities or abnormalities. The catheter cable connector was examined: all pins were visually inspected under magnification and they are observed to be straight. The catheter passed continuity and resistance functional testing. The catheter passed functional testing on rfg2 generator. The proper device was recognized by rfg2 generator when plugged in, the expected low temperature advisory was displayed when activated. When the temperature rose to 120c, device completed cycle without any advisory message. The customer experience of the closurefast catheter not recognized could not be confirmed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a closurefast catheter and radiofrequency generator during a radiofrequency ablation procedure for treatment of the great saphenous vein. The lumen was flushed prior to use. The IFU was followed. It is reported that the catheter was not responding/recognized. The message on the generator showed the device is broken. The generator was power cycled and the error remained. The generator was turned off and on again, and the same message showed up. The software version on the screen is 4.6.0. No segments were treated because the catheter/device was broken. The event occurred prior to insertion of the catheter into the patient body. The procedure was completed by high ligation open surgery. The generator has not been used since the event. The sales representative tested the generator with other catheters and the generator did not recognize any of them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.